Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test due to motor error alarms. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 420 mg/dl. The customer experienced symptoms like short of breath and really tired and go to sleep easily. The drive support cap was normal. The customer's blood glucose was 558 mg/dl and woke up thus morning with blood glucose of 440 mg/dl. Customer did not allege insulin pump was under delivering. The product was returned for analysis.